Event description:
It was reported to the manufacturer as told by direct supply (dse) via the facility; a foot panel pulled out of a bed, fell and broke a staff member's toe. Follow up investigation revealed no further information in that the firm sited privacy issues. The panels are designed to pull off quickly for emergency aid purposes. No specific device deficiency has been described or claimed; additionally the device has not been received by the manufacturer for evaluation. Complaint (B)(4) entered into system to retrieve the device for in-house evaluation.